Event description:
On 2/7/2012: writer spoke with (B)(6) regarding the issue, he indicated that a burn on the bowel was noticed during the procedure. It required short medical intervention where the surgeon repaired the damaged tissue. No other harm came to the patient and there were no other issues or complications. The procedure was completed.  He indicated that they were filing a report because they are not sure how the burns came to be.  This involved two of carefusion's instruments and one of them appeared to have insulation damage.

Manufacturer narrative:
(B)(4), one (1) device (product number: 90-6320, bullet nose grasper d-jaw 5mm 36cm ratchet) was received for evaluation for patient injury, burn. Visual examination of the device received noted there were multiple cuts and a large puncture (nick) on the shaft towards the tip of the instrument. A functional test was performed on the device received by attaching the device to a hy-pot tester to check the integrity of the insulation. The device failed in several places where cuts were evident and created a spark at failure where large puncture was noted towards the tip of the instrument. Additional information received was this instrument was being used in conjunction with another carefusion instrument (product number: 90-1050), refer to (B)(4). Visual examination of product 90-1050, switch-blade scissor reuse handle 5mm 32cm, revealed that the instrument was repaired and modified by an unknown source. This modification included recoating of the handle and replacement of the inside rod. Both modifications were not our product. The instrument also had numerous pit holes in the halar coating of the shaft which when hy-pot tested created sparks. The instrument failed hy-pot in numerous areas on the shaft even towards the tip of the instrument. Most likely root cause is related to product 90-1050, which was totally modified by an unknown source, being used in conjunction with the complaint sample 90-6320. The failure most likely occurred when the instruments crossed during surgery. Additional contributing factors to the failure were that both instruments were aged (product 90-6320 - manufactured in 2007 and product 90-1050 - manufactured in 2006) and had insulation damage. As per the instruments product information (IFU - 26-0062-c), prior to use, all insulated instruments should be inspected to ensure proper insulation. Our records have been updated to aid in activities should another issue be recorded for this product code.